Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum material in the syringe. Reportedly, a new syringe was used with the original cartridge to successfully complete load process and resume insulin delivery. Customer's blood glucose level ranged between 126-151mg/dl.